Event description:
The customer reported, the system's workstation intermittently locked up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply 1 cable was replaced and verified. The system was then found to be operating as intended.